Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a robotic laparoscopic gastroplasty, the surgeon was able to squeeze the handle but the stapler did not fire. Another device was used to complete the case. There was no patient injury.